Event description:
During testing of the balloon, it was detected that the balloon was broken. The balloon did not inflate but did not appear ruptured.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated but failed to maintain inflation due to leakage. Interlumen leakage was found to be in the backform between the inflation lumen and pa distal lumen. The proximal injectate lumen was patent without any leakage or occlusion. There was no visible damage observed from the balloon latex, the catheter body or the returned monoject 1.5cc limited volume syringe. The reported defect was confirmed to be a manufacturing nonconformance. An investigation was opened to determine the cause of the complaint and implement any necessary actions. A review of the manufacturing records indicated that the product met specifications upon release.